Manufacturer narrative:
H6: patient code: 3191: device was in patient; however, the device was removed.

Event description:
Additional information was received on december 28, 2018. A piece of the involved device was left in the body, a snare was required to retrieve the piece.

Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 h6 - results - 1454 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned for evaluation. Visual inspection upon receipt revealed that the urethane outer layer had been sheared off on approximately 30 - 75mm from the distal end of the device. The urethane outer layer had been semi-circumferentially sheared off the wire, where the core wire was exposed. The shear cross-section of the urethane outer layer was in the smooth state. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. Functional testing was conducted. A current guidewire product sample was inserted into a metal needle and withdrawn from it in the manner of the guidewire sample having contact with the metal needle. The urethane outer layer was s semi-circumferentially sheared off from the guidewire sample, where the core wire was exposed. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state similar to that of the actual device. A review of the manufacturing record and the shipping inspection record of the involved product /lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that the actual sample was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with ta hard object, including a metal needle, used in combination with the actual sample. As the result, the urethane outer layer became sheared off the actual sample however, the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire. Do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported separation of the urethane layer on the involved radifocus guidewire m. The detachment occurred inside the patient and the detached section was completely retrieved from the patient.